Event description:
Consumer complaint of erratic blood results. Caller states earlier back to back blood test results were 200 mg/dl and 114 mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).